Manufacturer narrative:
The following devices were also listed in this report: unknown head; cat# unknown; lot# unknown. Unknown insert; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that surgeon revised patient's left hip. Medical reason unknown.

Event description:
It was reported that surgeon revised patient's left hip. Medical reason unknown. Update 05/september/2018: rep reported reason for revision was infection (unknown if infection clinically confirmed or the infecting microorganism identified). The patient's insert, head and stem were revised.

Manufacturer narrative:
An event regarding revision for unspecified reasons involving an unknown stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as the reason for revision surgery, product identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.